Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The arm was tested with 3 different training instruments and found the psm did not close the instrument jaws. The fse replaced the psm to resolve the reported problem. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the evaluation. Failure analysis investigation was unable to reproduce the reported problem, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No trouble was found. No image or video clip for the reported event was submitted for review. Logs were reviewed as part of the troubleshooting and field evaluation. This complaint is considered a reportable malfunction due to the following conclusion: the customer converted to open after the start of the procedure due to non-intuitive instrument motion on patient side manipulator 2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that a few minutes after starting a da vinci-assisted prostatectomy surgical procedure, the surgeon reported that the maryland bipolar forceps (mbf) instrument installed on patient side manipulator 2 (psm2) was difficult to close the jaws completely and therefore was unable to grasp the tissue. No system or instrument errors were reported. The mbf instrument was removed, contacts cleaned, sterile adapter and drapes checked; however, the issue persisted when reinstalled. The customer moved the prograsp forceps instrument installed on psm1 to psm2 for troubleshooting and found the issue was reproducible with the prograsp forceps. The surgeon made the decision to convert the procedure to open and the procedure was completed with no reported injury.